Event description:
It was reported that the customer's blood glucose level was above 400 mg/dl. Her blood glucose levels would go from 42 mg/dl to 495 mg/dl. The customer received several lost sensor alarms. The insulin pump was not communicating with the transmitter. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.